Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3877-45, lot# 0204288971, implanted: (B)(6) 2010, product type lead. Product ID 37081-60 , serial# (B)(4), implanted: (B)(6) 2010, product type extension. Please note, the system with the ins implanted on (B)(6) 2016 is captured in MFR report number: 3004209178-2017-24562.

Event description:
Information was received from a foreign healthcare professional of a clinical study. The implantable neurostimulator (ins) was replaced on (B)(6) 2016 at the start of the study. Prior to the ins replacement, the patient already had high impedance on plots 1 and 3. Because the programs did not use the plot and the patient was fine, no action was taken in regards to the high impedance. After the ins replacement, the same plots had high impedance and there was no change. The event was ongoing. The event was possibly related to the device or therapy, and was not related to the implant procedure. There was no patient complication associated with the event.

Event description:
Additional information received from the clinical site reported that the event was unresolved with no further action planned.

Manufacturer narrative:
H2. Correction: please note, evaluation codes were updated to codes from the imdrf harmonized code sets. As a result, conclusion code 92 and 4315 no longer apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. A telemetry printout from (B)(6)2016 was provided which showed that electrode 1 and all pairs that included electrode 1 had impedance greater than 10,000 ohms. All other electrodes and pairs had impedance within normal range. Group impedance for program a1 was also within normal range. The programmed settings were amplitude of 2.7 volts, pulse width of 190 microseconds, rate of 60 hertz, and an electrode configuration with anodes on 4 and 6 and a cathode on 5. Refer to MFR report # 3004209178-2017-24562 for the report of this event for the currently implanted neurostimulator.